Manufacturer narrative:
(B)(4). Eval, results: (gastrointestinal complications). Results/conclusions: (blue toe syndrome).

Event description:
An aneurx stent graft system was implanted in a pt for an endovascular treatment. The pt did not have an aneurysm but has a history of "blue toe syndrome" due to clots in the aorta microembolizing downstream. One foot was reportedly worse than the other and may have needed amputation in the future had evar not been tried. The infrarenal aorta had an area of focal clot located approx 15 mm below the renals, extending distally about 3cm. The aorta was 18 mm in diameter and otherwise unremarkable. One aneurx limb was placed without issues to treat this pt's condition. The procedure was successful, but sometime within the following day or two, the pt developed a bowel obstruction. There was no bowel ischemia. No intervention was performed; they will monitor the pt and see whether the obstruction will clear on its own. No clinical sequelae were reported and the pt is fine.